Event description:
It was reported that: "the 2.0 drill bit would not fit through the 2.7 drill guide. There was no foreign material in the guide. It appeared that the drill guide might have been bent."

Manufacturer narrative:
Investigation in process but not yet complete.